Event description:
Additional information was received from the health care provider that reported that the patient was seen at the hospital by a manufacturer representative. Interrogation revealed no problems. The patient was able to fully charge the device without difficulty. The issue about the implantable neurostimulator being loose in the pocket had resolved. The patient was instructed to recharge the device in a supine position due to weight loss and position of the device. There were no interrogation print-outs available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient¿s recharger had not been charging her implantable neurostimulator well since about 3 or 4 months prior to the report. The patient received a replacement antenna which did not resolve the difficulty recharging. She was having difficulty coupling the implantable neurostimulator recharger to the battery and has lost weight since implant. The battery is in the flank area near the rib cage. When she begins recharging she is able to get 8 coupling bars, but when the implantable neurostimulator recharger refreshes, the number of coupling bars drops to zero. As an intervention, the manufacturer representative was having the patient go from a sitting to a reclined position when the recharger drops the coupling bars. An antenna locate session was attempted but did not resolve the issue. It helped improve the coupling, but it did not resolve the issue of the implantable neurostimulator recharger dropping the coupling bars. The patient has lost weight and the implantable neurostimulator is loose in the pocket so it could be tilting. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.